Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested but not yet received: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy, the surgeon started to use the device and the I-blade seemed to lock and wouldn't move forward in to the tissue. Surgeon then tried to release the tissue but the device had locked out and would not open. He physically had to force the device open by pushing the handle forward. He was not happy to continue using the device, so he used his routine device to complete the procedure. Procedure was completed using a ligasure device. Device has been discarded but one sterile device will be returning.